Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home. The customer's body was discovered on (B)(6) 2016. The cause of death is still pending. The caller stated that prior to passing the customer was a little sick. The weekend before passing the customer was not feeling well. The customer would sleep a lot and there were times when he did not feel well. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The caller stated that when the customer was discovered, the insulin pump was still attached to the customer and was working. The customer did not use sensors. The caller did not have the insulin pump at the time of the phone call due to being at work. The caller agreed returning the insulin pump for analysis.